Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported her infusion set cannula was bent and stuck on adhesive. Pt stated the 1st incident occurred on (B) (6) 2010; used the insertion assist device during insertion. Pt reported she woke up in the morning with a blood glucose reading of 300 mg/dl. Pt's normal blood glucose reading is around 100 mg/dl. Patient stated she would bolus and her blood glucose continued to elevate. Pt reported her blood glucose was over 600 mg/dl; her meter reading was 'hi'. Pt stated she changed the infusion site location and noticed the infusion cannula was bent. Pt reported she did not receive an occlusion or error message. Pt reported the 2nd incident occurred on (B) (6) 2010, and her infusion set was inserted manually. Reviewed insertion technique with pt. Pt stated her blood glucose continued to elevate on 2nd day in use. Pt reported she noticed the infusion cannula was bent. The pt did not require assistance from a healthcare professional or second party to address the issue. Product replacement was sent; no product return was requested.